Event description:
Customer reported that the pump¿s touchscreen was cracked or shattered, rendering it unreadable and unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.